Manufacturer narrative:
D2b, pro code (product code): dxe, kra. Device evaluated by MFR: the device was returned for evaluation. Visual inspection of the returned device revealed two kinks on the catheter shaft at 43.2 and 62.1 cm distal to the strain relief. No other abnormalities were found. A functional test was performed, and the catheter was able to be primed and run, however the kink in the shaft at 62.1cm distal to the strain relief did have a fluid leak. No other issues were identified during the product analysis.

Event description:
It was reported loss of aspiration occurred. An angiojet solent omni catheter was selected for a fistula thrombectomy procedure. During loading the catheter over the wire, a bend/kink was noted in the middle of the catheter, and the wire was difficult to advance. A micro leak of the saline coming from the area of the kink, and a loss of aspiration was noted. The catheter was removed and the procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
D2b - pro code (product code): dxe, kra.

Event description:
It was reported loss of aspiration occurred. An angiojet solent omni catheter was selected for a fistula thrombectomy procedure. During loading the catheter over the wire, a bend/kink was noted in the middle of the catheter, and the wire was difficult to advance. A micro leak of the saline coming from the area of the kink, and a loss of aspiration was noted. The catheter was removed and the procedure was completed with another of the same device. There were no patient complications as a result of this event.